Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported that following lead replacement, the implant only goes to 40%. The patient reported she feels stimulation in the legs but not the back. The patient was meeting with the healthcare provider (hcp) (B)(6) 2020. The patient stated the hcp put the patient on an hd program and could only get 40-50%. The patient states this started (B)(6) 2020. No further complications were reported/anticipated.